Event description:
It was reported by the patient's mother that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose to over 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. Due to the elevated blood glucose levels and the patient's feeling generally unwell, medical attention was sought on (B)(6) 2026 initially at a clinic, and the patient was subsequently transferred by ambulance to (B)(6) in (B)(6). The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment with intravenous fluids. The hospitalization reportedly lasted 24 hours, and the patient was discharged on (B)(6) 2026. The pod had been removed prior to medical intervention. The patient resides in (B)(6) however they were travelling in (B)(6) at the time of this event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.